Event description:
It was learned through medical records of (B)(6) that a patient with a 31mm 7300tfx mitral valve was explanted after an implant duration of 7 years, due to degeneration, thicken leaflets, and severe stenosis. The explanted valve was replaced with an unknown 33mm mitris valve. Per medical records, patient presented with increase fatigue, pre-op echo showed thicken leaflets, mitral stenosis and degeneration. He underwent redo mvr chordal sparing with 33mm mitris valve, laa-40mm atriclip, and CABG. The patient was transferred to cv-ICU post-op and discharged on pod #12.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.